Manufacturer narrative:
Other text: this follow-up submission is being filed to correct the entry for g3. Date received by manufacturer or responsible person. G3. Was 01/28/2026; is 01/06/2026. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the radical-7 "turned off automatically." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: device evaluation is anticipated. Once the investigation is completed or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact e1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the radical-7 "turned off automatically." There was no patient impact or consequence reported.